Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt had inflated the occlusion balloon to occlude the vessel, the physician inserted the aspiration catheter and was advancing it forward and the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complet the case. The device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device was known and a review of the device history record did not defect any deficiencies in the manufacturing process. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.